Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a crack on the right plunger case; the tamper seals were missing. There was evidence of the error or reported problem recorded in event history log. The reported problem motor rate error was not duplicated. The investigation was unable to determine the intermittent of the error. No physical or any other damage was found after carefully examining the motor assembly. Since no fault was found, no corrective action was needed; however, the stepper motor was replaced as preventive measure. Worn coupling and gear were also replaced. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Model number: 3500.